Event description:
Same case as MDR: 2134265-2013-07831; 2134265-2013-08285. It was reported that automatic pullback failure occurred. During the procedure, the physician attempted to perform pullback in five times. The mdu5 plus failed to pullback once in five times. No patient complications was reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).